Event description:
Information received indicated that an expired product was used during the procedure which has the potential to result in a serious injury due to sterility of the device.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device was used after the product "use by"/"use before" date.